Event description:
I rec'd the essure procedure after being asked by my physician if I was allergic to nickel or not. I replied yes because I am on my skin. My physician replied that it did not matter because I was only allergic on my skin. He ran no tests to come to that conclusion. This question was asked while prepping me for the procedure. Since the procedure I have had nothing but pain, discomfort, and some changes in my moods. I never had problems prior, when I contacted the physician that did the procedure I was informed the procedure is not reversible at all no one can do it and that my discomfort and pain is not caused by the procedure. He knew all this in speaking with me on the phone supportively. All I want is the wrong made right, I want these out an I can not pay for the procedure. I feel as though essure, and the physician to whom placed them should. They told me I was going to be fine with these in me even knowing of my nickel allergy.